Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleaks. Additionally, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient underwent treatment of a debakey type ii aortic dissection with 2 gore® ascending stent grafts 1 aortic component from the gore tag® thoracic branch enodprosthesis system, 1 side branch component from the gore tag® thoracic branch enodprosthesis system and 1 conformable gore® tag® thoracic endoprosthesis. The largest recorded aortic measurement recorded was 55mm, at the primary entry tear. On (B)(6) 2019 a type ii endoleak was discovered by CT. The maximum aortic measurement is not indicated in the report. On (B)(6) 2019 an attempt to reintervene on the type ii endoleak was made. However the procedure was discontinued after a snare wire, introduced through a non-gore snare catheter sheath caused a puncture in the right common iliac artery. This was repaired and a decision was made to reschedule the treatment for the type ii endoleak. Incidentally, a right brachial hematoma was found on the same day and treated by means of thrombectomy, but no gore devices were associated with this hematoma. No transfusion was required. The patient tolerated the procedure.